Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a daily inspection the cs100 intra-aortic balloon pump (iabp) screen often had flickering and blurred screens. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: h6(type of investigation, investigation findings, investigation conclusions). E1(event site state: (B)(6), event site postal code: (B)(6)). At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : customer has not requested service repair.